Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had deformed video connector pins, resulting occasionally in no image. The issue was found during a diagnostic gastroscope procedure, which was completed with a similar device. There were no reports of procedural delay nor patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.